Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 155 mg/dl at time of reporting. Nothing further reported.